Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush sp foreign matter in the syringe. The following information was provided by the initial reporter: no harm to patient. Bd 10cc 0.9% sodium chloride injection. Piston of leuer lock occluded, with object noted in syringe the event was 3/7/2025 included in the medsun report. Unfortunately, no pictures are available. The exact event says ¿piston of leuer lock occluded, with object noted in syringe. Noted when attempted to expel air." 1. Can you confirm if the luer tip broke off from syringe barrel or only damage noticed in luer lock component? 2. Could you please provide more details about the reported issue? Specifically, how are you disconnecting the syringe when the issue occurs? 3. Could you please explain how you are disconnecting the posiflush syringe? I¿m so sorry for the late response. The only information I have for this event was entered into the report. Unfortunately, no other details were provided.

Manufacturer narrative:
A device history record review was completed for provided material number 306546 and lot number 4319324. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.